Event description:
It was reported that a user recently trained on the ilet experienced episodes of low blood glucose after pump initiation, and customer care provided education on the learning phase, expectations, and best practices, with glucose in range at the time of the call. Symptoms included hypoglycemia. Outcomes included troubleshooting and education completed, with no hospitalization. Investigation included user counseling and review of use during the early learning period. Investigation of this case revealed no device malfunction reported and no component issue identified, with events occurring during the initial adaptation phase. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.